Event description:
The customer reported errors generated by the architect c4000 analyzer. The instrument was inspected and three cuvette segments were replaced due to a broken lower base. No incidents of discrepant patient results or impact to patient management were reported.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient); (incorrect or inadequate test result). The investigation of the issue identified cuvettes located within broken cuvette segments list number (B)(4). This caused the specific cuvettes to be lower than the designed height, which resulted in samples not wicking-off into the cuvettes during dispense because the sample probe was not in contact with the cuvette bottom. In the case where cuvette segments are broken, discrepant results are not always flagged. No injuries or impact to patient management have been reported due to this issue. The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvette(s), which may lead to incorrect results. A malfunction and a product deficiency were identified and the following corrective actions were issued: a mandatory technical service bulletin (tsb) on all c4000 instruments (effective (B)(4) 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) replace any identified broken cuvette segment. Replace any old segment with the part of cuvette segment, no cuvettes ((B)(4)) a worldwide quality hold for (B)(4) including final disposition to inspect has been issued.